Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.